Event description:
Dealer states the chair received a onetime error code and the right motor didn't engage properly. Dealer states the chair is running good for now but wanted to replace the motor anyhow.